Manufacturer narrative:
Analysis was completed. Device image shows that battery voltage never reached eri level during the whole implant period and it also shows unknown voltage drop during the implant period where autocapture and hom were not in usage. Analysis performed, including mechanical stressing of the device and functional testing, did not find any anomalies. Battery was sent for further analysis and no anomalies were found which could cause voltage drop seen in field. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information indicated the pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a device follow up. Upon interrogation, it was observed there was a significant drop in battery life. It was suspected to be due to auto-capture so it was programmed off. No further intervention was completed. There were no patient consequences.